Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced a vad disconnect alarm followed by 'electrical fault alarms' prompting the request for a manufacturing representative. Patient servicing history did not reveal any previous related events prior to the reported event. There were no adverse events reported as result of this event. Manufacturing records indicate the driveline connector met all inspected specifications prior to being released to the field. The driveline connector was evaluated by the manufacturing representative which was not able to confirm 'foreign material' event in the driveline connector prior to servicing the connector and performing a controller exchange. Review of the log files did not reveal a vad disconnect alarm as reported. The controller was returned to the manufacturer for evaluation which confirmed the reported 'electrical fault' event. However, the controller passed visual and functional evaluation. Although the failure leading to the electrical fault alarms could not be conclusively determined, the most likely root cause for the 'electrical fault alarms" may be associated with an intermittent connection between the pump and the controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-02735 and 3007042319-2015-02736) submitted for devices related to the same event.

Event description:
It was reported from the united states that the controller began having 'electrical fault' alarms on (B)(6) 2014. The patient was in a rehabilitation facility at the time of the electrical fault alarms. It was also stated that on (B)(6) 2014, the patient's driveline was disconnected by a rehabilitation facility staff member who was inappropriately practicing a controller exchange using the patient's equipment. The vad disconnect alarm was heard and the driveline was reconnected to the controller by another nurse. Preliminary analysis of the controller log files showed multiple electrical fault alarms. On (B)(6) 2014 a representative of the manufacturer confirmed with the hospital staff that the patient could tolerate the ventricular assist device being off for short periods while the driveline and controller connectors were inspected and cleaned. The driveline and connectors were examined and appeared in good physical condition, there were no signs of any contamination on either connector. The electrical fault alarms could not be reproduced by driveline manipulation. The manufacturer's representative performed a driveline connector cleaning procedure on (B)(6) 2014 per manufacturer's specifications. The patient was stated to have tolerated the procedure well. The electrical fault alarms could not be reproduced after the procedure. The controller was exchanged during the procedure. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.